Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2022 the user experienced a car accident where she hit her head on the dashboard and after on the headrest. After the accident there was swelling, bumps and pain when using the device. The hearing perception with the device remained the same. Due to the accident the user had to undergo a MRI of the cervical spine in july 2022. Reportedly, the MRI was performed in accordance with all safety regulations. During the MRI procedure the user experienced severe pain at the implant. After the imaging, the pain while wearing the audio processor was worse and remained the same until now. CT imaging will be performed. Further medical and technical checks will be performed the second week of august.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient experienced pain during and after magnet resonance imaging (MRI) examination. The reported symptom of pain is a known side effect of MRI examination and can result in inconvenience and might depend upon several factors, including micro-movement of the device due to the forces exerted by the MRI scanner and the sensitivity of the patient. Further the recipient suffered from a car accident resulting in swellings and bumps, which might have contributed to the observed symptoms. Reportedly the recipient is no longer experiencing pain and is using the device, which remains implanted and in use. This is a final report.

Event description:
In (B)(6) 2022, the user was involved in a car accident. Afterwards, the user had swellings and bumps as well as pain when wearing the audio processor (ap). However, the auditory impression remained the same. Due to the accident, an MRI (1.5t) of the cervical spine had to be performed in (B)(6) 2022. The imaging was performed in accordance with all safety regulations. During the MRI-procedure, the user had severe pain at the implant site, however she reportedly did not inform the clinic back then. After imaging, the pain while wearing the ap became even worse. There is no pain reported without stimulation. The user also feels pain when palpating the implant. Pain spreads to the left side of her face and her neck. As per information from (B)(6) 2023 the user is wearing her ap without pain. The device remains implanted and in use.